Event description:
At 3:20, (B)(6), the vivo 50 s/n (B)(4) stopped treatment with error code 39 with audible and visible alarms. The incident occurred when a nurse open a valve of wall mounted closed tracheal suction sys in order to remove secretions. After the event, the pt suffered a cardiac arrest but could be restarted through heart compressions.